Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user observed "battery back up may not have enough available charge" error message on the perfusion system. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The user charged the system overnight and still was only at 54 minutes. The reported complaint was confirmed by the field service rep (fsr) as the unit shuts down in ten seconds after the unit is unplugged. The unit was charged over the weekend. The user facility's biomedical engineer (biomed) stated the batteries were from a battery store. The fsr checked the battery voltage at 24 volts direct current (vdc). Per the logs, there is a five volts issue with the power mgr printed circuit board (pcb). The fsr replaced the power mgr pcb and installed new batteries from the MFR. He let the unit charge fully and then tested by unplugging the unit. The unit now holds a charge. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.